Event description:
Rptr had implants put in approx 11/87. Began to have numbness in right hand, arm & underarm. Developed rashes. Irregular heart beat, shortness of breath, neck & hip pain, memory laps. Had a hysterectomy, perhaps unnecessarily in 1993, because of excess bleeding & pain. Med documents & records will, & can be provided upon request. Had hysterectomy as a direct result of implant leakage.